Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had their first device implanted in december, but the device was implanted incorrectly so the implant was re-done on friday. After being redone the patient was using the patient programmer (pp) and encountered a screen with a question mark which was confirmed to be poor communication, but the patient did not have the pp with them at the time of the call. The patient indicated that the pp has a sync button and their first device did not. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.